Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one open and used sensor and performed a visual inspection and found bent electrode, sensor failed per inspection. Analysis not required due to complaint related to the transmitter.

Event description:
It is reported that a customer had a bent or damaged sensor. The customer had a blood glucose of 149 mg/dl. The customer was informed that the sensor needed to be replaced and shipped back for analysis. No further information provided.